Manufacturer narrative:
One processor pca was returned for failure analysis. During lab test, the reported problem could not be verified or duplicated. No fault was found with this processor board.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was not displaying the heart rate properly. The customer compared the device with another device on site and concluded that (B)(4) did not indicate hr. The device was in use on a patient but there was no reported adverse patient impact.